Event description:
It was later reported that the patient experienced symptoms of low flow alarms, dizziness, chest tightness, as well as shortness of breath. The arrythmia was thought to be device related as the patient was noted to had not have a history of arrythmia prior to left ventricular assist device implant. It was also reported that the patient passed away due to cardiac arrest, and it is unknown if the outcome was device or therapy related or if the device was operating as expected during the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patent experienced ventricular tachycardia at home with low flows. The patient was cardioverted by emergency medical services (ems) and converted to normal sinus rhythm with flow returning to low 3's. The patient was brought to the emergency room where their flows dropped to 0.5 lpm. There was concern of possible clot ingestion through the pump and log files were submitted for further evaluation. The log files captured low flows beginning (B)(6) 2025 at 4:57 pm. Flows started to drop below 2.0 lpm at 5:18 pm, then as low as 0.5 lpm at 6:43 pm. There were no other unusual events recorded in the log file event history. The patient was then coded for 45 minutes and passed away. The customer stated that no autopsy would be performed therefore the pump would not be returned. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrythmia and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the report of a suspected obstruction within the pump could not be confirmed through this evaluation; however, review of the submitted log files confirmed the reported decrease in flow. The submitted system controller event log file contained events from (B)(6) 2025, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file. The final low flow hazard alarm was associated with estimated flow values decreasing to as low as 0.5 liters per minute (lpm), consistent with the reported event. This alarm was active for the remainder of the file. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The system operated at the set speed for the entirety of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, addresses adverse events that may be associated with the use of lvas including cardiac arrhythmia, thrombosis, and death. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting,¿ outline system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, "patient care and management," lists arrhythmia and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.